Event description:
The client reported that after a few minutes of use, the knife activation button jammed while the device was on tissue. The device jaws would no longer open and the device was cut out of the tissue. The customer stated that the device jaws were cleaned several times during the procedure. Another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed the jaws were stuck shut with tissue. The knife would not extend and the knife edge was bent and damaged inside the shaft, indicative of contact with a hard object such as a staple. Covidien lp (formerly valleylab) provides an online bulletin to inform customers how to avoid tissue buildup that can lead to sticking. This bulletin reiterates info provided in the IFU stating that if the jaws are not cleaned as instructed, eschar can build up causing the jaws to stick to sealed tissue leading to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all times and clean the instrument more often when working in a bloody field. If consistent sticking is encountered, reduce the bar setting. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance. The IFU for this product also has a warning not to deploy the cutter on clips, staples and other metal objects to prevent damage to the cutter blade.